Event description:
It was reported that on (B)(6) 2020, the clip does not close during usage on the patient.

Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product hemolok l clips 6/cart 84/box lot# 73f1900166 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation, confirm the alleged defect, and determine the root cause t. At this time due the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.